Manufacturer narrative:
Results: there was no visible damage to the neuron max 088 long sheath (neuron max). A .088" mandrel was inserted into the neuron max and advanced out of the distal tip without issue. Conclusions: evaluation of the returned device revealed that there was no visible damage to the neuron max. A 0.088" mandrel was inserted into the neuron max and advanced out of the distal tip without issue, confirming it was functional. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the femoral artery using a neuron max 088 long sheath (neuron max). During the procedure, while inserting the neuron max into the femoral artery, the sheath tip of the neuron max became ovalized. The physician removed the neuron max and the procedure was completed using another manufacturer's device. There was no report of an adverse effect to the patient.